Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on calcium for three patients. Of those three samples, one was considered discrepant. The original result was 13.9 mg/dl. This result was reported outside of the laboratory. The result was questioned by the laboratory and the sample was rerun. The repeat result on the same analyzer was 6.8 mg/dl, and this was the result deemed correct by the customer. The corrected result of 6.8 mg/dl was called to the doctor 30 minutes after the initial result was reported. The sample was also run on another cobas c502 analyzer, serial number (B)(4), and generated a result of 7.0 mg/dl. There was no adverse event. The lot of calcium reagent in use was 67085901, with an expiration date of 04/30/2013. The field service representative could not determine a cause. He cleaned all reagent and sample probes, cleaned the rinse mechanism with bleach, cleaned the incubation bath and re-seated the lamp. He also performed a cell blank and a precision check, along with replicates of qc levels 1 and 3.

Manufacturer narrative:
Based upon reaction monitors provided by the customer, the problem could be caused by too much sample being placed in the cuvette due to pre- analytical issues. This is further supported as quality control data was correct, the service engineer could not duplicate the issue, and the precision run at the time was correct.